Event description:
Dultran ii plus transducer device with faulty connection. Connection was loose between transducer and syringe and blood backed up into the pt's uac. When attempt was made to pull fluid into syringe, no fluid was available, only air, in an air-less system. All connections were right fitting and could not be removed. Possibly a crack in one of the connections. MFR: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.